Manufacturer narrative:
Pending device return for analysis. (B)(4).

Event description:
Clinical specialist reported a prometra ii 20 ml pump with a volume discrepancy: patient allegedly had no pain relief since implant. During a refill, the expected volume was 5 mls and 20 mls was returned. A catheter dye study was conducted on the same day in which it was reported that the physician successfully aspirated csf. A stethoscope test confirmed that the valves were clicking. Per reporter, physician saw the patient back three times, increased daily dose and refilled. Pump was explanted.

Manufacturer narrative:
Device was returned for additional evaluation and investigation. A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Additional physical investigation was performed on the device, confirming the alleged issue. Analysis of the pump's functionality was performed. The pump reservoir function was checked by filling the reservoir with 20 ml of sterile water for injection (swi) and allowing the reservoir's pressure to return the fluid into the syringe. The reservoir was refilled and the cap was flushed with 5 ml of swi. A demand bolus of 0.3 mg with a 1.00 mg/ml concentration over 16 minutes was programmed. At ambient temperature, fluid droplets were observed at the tip of the stem indicating proper priming of the pump. A second demand bolus, programmed with the same parameters, at 37 °c did not produce any fluid droplets at the tip of the stem. The pump was programmed with a 1.994 mg daily dose multi-rate flow test over a 24-hour time period at 37°c. The dispensed volume was 0.0 ml (0.0%) of the expected volume. The catheter access port and suture ring were removed and the pump was decontaminated a second time. A magnet flush was performed with the suture ring and cap off, and the fluid was just dripping out. An additional multi-rate flow tests was performed and yielded a result of 0.0 ml (0%) of the expected volume. Further analysis of the valves will be captured in CAPA 00065. Internal complaint number: (B)(4).